Event description:
It was reported that the pt feels pain at the area of her face or head on the implanted side. She also feels a burning pain on the surface. The pain started in (B)(6) 2012, after the surgical wound had healed. It is continuously present, with or without the audio processor being switched on, and not always of the same intensity. The pt has not been using her audio processor for the last 2 weeks. The external parts were checked and found to be functional. The pt has good hearing performance with her implant. No pressure marks are visible externally. An allergy test is to be considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.